Event description:
According to the reporter during an open hemicolectomy procedure, prior to tissue use, surgical staff reported a difficulty in retracting the "butterfly" or initial actuation mechanism, describing excessive resistance in the system. Due to the strength of the mechanism, force between two people was required to achieve the mobilization. Then when closing the stapler jaw with tissue already positioned, the surgeon reported a mechanical groove during device actuation. The stapler then displayed complete disassembly of its components. The surgical procedure was extended by 40 minutes. To resolve the issue, suturing was done as a staple line replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.